Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified the device was not working as it would no longer control their bladder. They were constantly having accidents. The cause was not by normal battery depletion. They most likely stated the cause was the MRI as it didn't work after they had an MRI. They tried different programs. Having a little better luck now. The issue was not yet resolved. The cause of the buzzing sensation was not known. They might had it turned up too high. They stated if they can see their hcp, hoping they can resolve.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction urge incontinence. It was reported that it worked perfect until they had to go to the hospital for an MRI without their control equipment, could not activate MRI mode and their leg was amputated from diabetes at the end of july or the first of august and ever since the MRI and surgery, the thing has not worked a bit, it does not even exist. Patient said they have changed programs and changed the stimulation and they can feel it buzzing in their back but it just does not work. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date approximate; year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.